Manufacturer narrative:
H6, health effect - impact code and medical device problem code updated. H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in any original packaging. The distal titanium anchor and the distal plug have been deployed. The proximal anchor is broken and missing threads. A fork at the distal end of the outer barrel has been bent and deformed. Bio debris is present. A functional evaluation showed the black most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange larger knob will rotate in a limited amount due to the broken anchor jamming against the bent fork at the distal end. Bio debris is present. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. A clinical review states all documents provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the information provided, a procedural vs user error cannot be ruled out as the likely cause of the reported failure. According to the report, there was no injury or harm to the patient. The impact to the patient was the additional bone hole, the removal of the broken anchor, the self-tapping spike, and the five-minute surgical delay. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force upon insertion, inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder procedure, the anchor of the healicoil broke (fractured/snapped) and the self tapping spike snapped off from the shaft of the device. This happened when dial 2 was turned. The anchor was being placed with 4 suture limbs loaded into the humeral head. The broken anchor and self tapping spike where retrieved out of the joint and the suture limbs were saved. A new hole was made in order to use the back up device. A void was left in the patient. The procedure was successfully completed with a delay of 5 minutes using a smith and nephew back up device. No further complications were reported.